Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and rec'd 2 results of 511 mg/dl. The normal control test range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. The customer obtained replacement test strips at a retail store; the replacement test strips will be sent to the store.